Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor was explanted due to an unspecified reason. No further information was reported.

Manufacturer narrative:
The device was returned and found to be in backup vvi mode. Burn marks were present on the hybrid and were due to exposure to electrocautery. The cautery energy caused internal arcing and forced the device into backup mode.